Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: h1. The device was returned to the factory for evaluation on 11/11/2025. An investigation was conducted on 11/12/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No peeling or melting of device was observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; delaminated; jaw" and "melted" was not confirmed. The lot # 3000503675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to: (B)(4). The hospital reported that during a saphenous endoscopic vessel harvesting procedure, the harvester soon after he began using the vasoview hemopro 2 cautery portion (2-3 burns) only on tissue .no branches yet. Noticed that the non-wired jaws silicon insulation (black portion) had been "melted" and had the piece had become dislodged into the patients tunnel. He then was able to retrieve the piece using the c-ring. He flushed the tunnel with copious amounts of saline and did not see anymore pieces come out or stayed within the tunnel. He also had noticed that the cord he was using was "longer and skinnier" than he was used to but that it still had our connection ports for the adaptor and hp2 cautery device. He then replaced the kit and cord (normal look) and finished the harvest with no issues. During the rest of the harvest, he did not see any pieces within the tunnel. There was several minutes of delay during this whole process (6-8 minutes). The device was inspected prior to use. The harvesting tool jaws were closed with the tips facing up upon insertion. There was no resistance noted while inserting the harvesting tool into the cannula. Normal postop recovery. No intervention was needed.